Manufacturer narrative:
Batch review performed on (B)(6) 2023 lot 185576: 120 items manufactured and released on 17-sep-2018. Expiration date: 2023-09-04. No anomalies found related to the problem. To date, 97 items of the same lot have been sold with two other similar reported events during the period of review.

Event description:
At about 2 years 4 months after the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (10 to 17 mm) and the surgery was completed successfully.